Event description:
The customer reported that the fiber cap burned at 40,390 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no harm to the pt.

Manufacturer narrative:
The customer's initial report that the fiber cap burned, is not considered a reportable issue. The device was returned to the manufacturer and analyzed. Upon analysis, the fiber cap was found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function, likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber cap was also found to be drilled through. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.